Manufacturer narrative:
D9 updated; the product has been returned. The investigation is still ongoing.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Clinical rationale: an 86 year old female supported with impella rp flex for the indication of acute myocardial infarction with cardiogenic shock experienced an abrupt change in pulmonary artery (pa) pressure readings, which had previously been in the 20s/30s¿10s range and were subsequently observed at approximately 70s/80s/40s. At the same time, impella rp flex flow at p6 declined from approximately 2.5 l/min to 0.8¿1.0 l/min without a change in support level. The nurse practitioner additionally reported a rise in central venous pressure (cvp) to 14 mmhg, compared with a last known value of approximately 5 mmhg the evening prior. The patient was noted to be in disseminated intravascular coagulation (dic) with active oozing from multiple access sites, including the rp flex insertion site, while receiving heparin, and laboratory samples were repeatedly returning hemolyzed. The local team expressed concern about potential thrombus ingestion or pump thrombosis. Based on the available clinical information, including abrupt hemodynamic changes, reduced device flow, rising cvp, hemolysis, and the patient¿s ongoing dic, thrombus interaction with the pump cannot be ruled out; however, the patient¿s severe underlying condition and coagulopathy represent significant confounding factors resulting explant of device and patient expired. No definitive device malfunction has been confirmed at this time. Product evaluation, if the device is returned, may provide additional insight. The death is conservatively being reported to the impella rp flex but is unlikely related and is most likely attributed to patients underlying critical condition.